Event description:
Subsequent to the supplemental MDR, a correction is required. It was reported that an adverse event occurred. The sensor was inserted into the arm on (B)(6) 2024. On 11/25/2024, it was reported that the patient experienced sweating and collapsed. The cgm reading would have been ¿stuck¿ at 15.0 mmol/l, and the patient would have inserted insulin based on this. An ambulance was called and when a fingerstick was taken, the blood glucose reading was 1.1 mmol/l. The patient was treated by the paramedics with glucagon and after the treatment the blood glucose reading was 9.5 mmol/l. The patient recovered after treatment and declined to be brought to the hospital. At the time of the report the patient was exhausted and in bed. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced sweating and collapsed. The cgm reading would have been ¿stuck¿ at 15.0 mmol/l, and the patient would have inserted insulin based on this. An ambulance was called and when a fingerstick was taken, the blood glucose reading was 1.1 mmol/l. The patient was treated by the paramedics with glucagon and after the treatment the blood glucose reading was 9.5 mmol/l. The patient recovered after treatment and declined to be brought to the hospital. At the time of the report the patient was exhausted and in bed. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6)2024, it was reported that the patient experienced sweating and collapsed. The cgm reading would have been ¿stuck¿ at 15.0 mmol/l. An ambulance was called and when a fingerstick was taken, the blood glucose reading was 1.1 mmol/l. The patient was treated by the paramedics with glucagon and after the treatment the blood glucose reading was 9.5 mmol/l. The patient recovered after treatment and declined to be brought to the hospital. At the time of the report the patient was exhausted and in bed. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
H2: correction/additional: h6 medical device problem code: 3191: patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, a correction is required.